Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation a intellanav mifi open-irrigated catheter had the irrigation side port fractured and there was a fluid leak. The catheter was exchanged for another device and the procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation to treat atrial fibrillation a intellanav mifi open-irrigated catheter had the irrigation side port fractured and there was a fluid leak. The catheter was exchanged for another device and the procedure was successfully completed with no patient complications. Device was returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint.